Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for deployment issues and failure to expand. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.

Event description:
It was reported that during deployment of a vena cava filter, the last two legs of the filter remained stuck in the delivery sheath. The deployment was completed with additional manipulation of the filter; however, the filter was deployed just superior to the iliac vein bifurcation and the filter legs were crossed. The filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Relevant test data, relevant history, lot #, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.